Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. (Patient ID, age, date of birth and weight are unknown). According to the complainant, the procedure was completed successfully with no complications. Post-procedure, the procedure set was noted to be expired. No physical damage was observed to either the procedure set or the packaging. There were no further complications reported with this event. The patient is reported to be "fine."

Manufacturer narrative:
Physician first name: unknown. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. (Patient ID, age, date of birth and weight are unknown). According to the complainant, the procedure was completed successfully with no complications. Post-procedure, the procedure set was noted to be expired. No physical damage was observed to either the procedure set or the packaging. There were no further complications reported with this event. The patient is reported to be "fine."

Manufacturer narrative:
It has been determined that the event of expired product is not an MDR reportable event. Further review of this record revealed the event was erroneously reported as a device malfunction. No malfunction of the device occurred.